Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The parent of a customer reported via phone call of having high blood glucose of over 500 mg/dl. Customer treated with injection and also indicated issues with the sensors, bent cannulas and tape not sticking. The insulin pump alarmed critical pump error. Customer declined high blood glucose troubleshooting. No further details given.